Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) miscommunication during lens preparation. The user facility reported via questionnaire that in surgeons opinion, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facilities representative reported via reply card an intraocular lens (iol) was implanted and removed. The completed questionnaire that was returned reports the lens was "not implanted, vitrectomy, lens size changed, new nurse-miscommunication".